Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
Device evaluation no observations are performed for the complaint as the event is insufficient information. Additional observations: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/jul/2024.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.